Manufacturer narrative:
H10: the customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested bench repair. A quote for bench repair was sent to the customer but later discontinued as the customer rejected the quote. No further action required. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Customer has a v60 and the screen is very dim, then there was no display. He is unable to power off the unit. Reported not in clinical use at time of discovery. Investigation is ongoing.